Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Elevated blood glucose was addressed by manual insulin therapy. Customer filled and loaded a new cartridge and resumed insulin delivery.